Event description:
False positive anti-hepatitis b surface antigen 2 (ahbs2) results were obtained on 18 patient samples on a atellica im 1600 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on the same analyzer and the repeat results were negative. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive ahbs2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report false positive anti-hepatitis b surface antigen 2 (ahbs2) results that were obtained on 18 patient samples on a atellica im 1600 analyzer. Quality controls (qcs) recovered within the customer¿s ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the water pump and water pressure sensor. On subsequent visits, the cse installed a new wash station 1, calibrated the scale and secondary vacuum, purged air from the instrument, performed daily maintenance and ran an autocheck, which passed. The cse also determined the wash pump gang fittings were disconnected. The fittings were reconnected, and the analyzer was primed. Additionally, the cse replaced the degasser, tubing¿s, valve 3 (v3) and valve 2 (v2). The cse performed a dry to wet prime and found water trapped in the scales. The lumo elevator and scales were replaced. Siemens further evaluated the event and determined a lack of wash at dispense port 1 and/or port 2 due to the disconnected gang fitting potentially contributed to the false positive ahbs2 results. The instrument is performing according to specifications. No further evaluation of this device is required.